Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment, the stylus and pointer were not aligned and the connection between the xy board and the overlay was cleaned and reseated and the stylus calibrated. The nylon standoff was also replaced as a preventive measure. It was additionally noted that the power cord bay latch was broken and the power cord bay was therefore replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen was unable to be calibrated, even though three different stylists were tried as were multiple calibration tests. The programmer was returned for service. No patient complications have been reported as a result of this event.